Event description:
It was reported that a patient had symptoms of a loss of stimulation and therapeutic effect and a burning sensation at the device pocket. The patient reported that stimulation was intermittent and the implantable neurostimulator (ins) turned off often, but turned on with patient programmer synchronization. The patient further reported that since january the patient programmer ¿sometimes¿ displayed an elective replacement indicator (eri). Impedance testing was done and impedances were okay. As a result of the event the patient was reprogrammed. The patient status at the time of this report was alive with no injury. No patient outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) battery depletion was normal and the ins was replaced. The patient was doing well with their new ins.

Manufacturer narrative:
(B)(4).